Event description:
Boston scientific received information that during a routine device change out procedure, difficulties removing the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads from the header of the device were encountered. Multiple attempts using mineral oil and different torque wrenches were attempted without resolution. Rv lead insulation was damaged during the attempted removal. At that time, the procedure was aborted. The patient was seen two days later for another revision procedure where the same difficulties were encountered. Ultimately, the device was able to be removed. The ra and lv leads were explanted and the rv lead was capped and replaced. There were no additional adverse patient effects. The device has not been returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.